Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure following an unspecified procedure. The device reportedly got stuck in the artery and removed with difficulty. The puncture site was dry, reportedly, hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.